Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. No anomalies were found. All conductors were distorted, and the helix/lobe was distorted/bent. All insulators were breached cut, the outer insulation exhibited cosmetic depression, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had high threshold and impedance. The left ventricular lead also had high threshold. The right ventricular lead was removed and the left ventricular lead was capped, and both were replaced. No patient complications have been reported as a result of this event.